Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube and tube lip, and broken battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error, most likely during a bolus attempt. The most recent blood glucose reading was 204 mg/dl. No significant events leading to the alarm were observed. The customer's grandmother stated that they had just changed the battery prior to the alarm occurring. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.